Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: a 9-year-old patient who is ordered to remove the catheter and when it is removed is incomplete, control is ordered rx and part of the catheter is observed to an insertion, who is referred to pediatric surgery who considers referring to cardiovascular surgery and removing the device. It is reported that a surgical extraction was performed.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: a (B)(6) year-old patient who is ordered to remove the catheter and when it is removed is incomplete, control is ordered rx and part of the catheter is observed to an insertion, who is referred to pediatric surgery who considers referring to cardiovascular surgery and removing the device. It is reported that a surgical extraction was performed.